Event description:
It was reported that the patient was having ¿some symptoms¿ and was having an MRI to rule out a granuloma. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that, per the physician¿s records, the patient did not receive the MRI. The MRI was requested to rule out a granuloma because the patient experienced right-sided back numbness. The device system was used to deliver dilaudid 10mg/ml at 2.8mg/day and bupivacaine 25mg/ml at 7mg/day. It was later reported that the patient had a refill on (B)(6) 2013. At this time, the patient complained of an episode of right leg weakness, urinary problems and right back numbness. The symptoms persisted for over a week. The patient¿s pain began with falling. The pain/spasticity was constant and stabbing. The pain was made worse by lifting, bending, physical activity, standing twisting, weather changes, cold and walking. The pain was made better by rest, heat and medication. The patient stated, with medications, the least pain was a 4/10, the average pain was 5/10 and the worst pain was 7/10 with one being the least pain and 10 being the worst pain. Without medications, the least pain was 6/10, the average pain was 8/10 and the worst pain was 9/10. The pain is ¿worse all day¿. The patient was able to tolerate a pain level of 7/10. The patient experienced a weight loss of greater than 10 pounds in 6 months, blurred vision, ringing in the ears, shortness of breath, shortness of breath with exertion, snoring, vomiting, frequent urination at night, back pain, hair loss, headache, anxiety and depression. It was also noted that it took the patient more than 2 hours to go to sleep and he awakened, on average, 5 times per night. The dilaudid was decreased from 4mg/day to 2.8mg/day and the bupivacaine was decreased from 10mg/day to 7mg/day. The bupivacaine was decreased to see if the leg weakness and urinary problems would decrease or resolve. On (B)(6) 2013, the MRI was cancelled, as the MRI facility did not believe than an MRI would rule out a granuloma. The MRI facility wanted to do a catheter dye study, however they did not know how.

Manufacturer narrative:
Product ID: 8703w, lot# l43073, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). All previously reported conclusion codes have been updated/corrected.

Event description:
Additional information reported that it was thought something was wrong with the catheter because the patient was having symptoms. It was thought that it was ¿clogged¿ due to an inflammatory mass.

Manufacturer narrative:
Eval code-conclusion will be updated/corrected for this event.